Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and there was evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the battery compartment as cracked from the threads to the bumper bad and from the bumper pad to the case seal. Corrosion was found on the inside of the battery compartment. A battery compartment leak was confirmed with a leak test. Moisture damage was found to the inside of the pump when it was opened for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.